Manufacturer narrative:
(B)(4). Batch #x94n8t. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was received with no apparent damage. In addition, 1 clip unformed was received. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed and formed 1 conforming clip. In addition, the instrument did not lock out. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup and lock out failures. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused this condition.

Event description:
It was reported that during a laparoscopic cholecystectomy, 2 clips were deployed at the same time. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.